Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has received the suspect device/component from the customer for evaluation. The suspect component will be routed to carefusion's failure analysis lab where a failure investigation will be performed. Once the failure investigation is completed, a supplemental report will be submitted.

Event description:
The customer claims the touchscreen on this avea ventilator is unresponsive to touch commands intermittently. No reported patient involvement with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab (fa) evaluated the user interface module (uim) . The fa lab performed the touchscreen display calibration and physical/visual inspection. The fa lab was able to duplicate the reported event by the customer. At this time the root cause has been determined to be related to the obsolete equipment within the uim. This issue will be internally investigated within carefusion.